Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The death was not considered device related and the device operated as expected. The onset date of the mycobacteria infection was (B)(6) 2025. Symptoms included recurrent fever, chills and rigors from persistent bacteremia. Additional symptoms included discharge from lvad driveline wound/abscess, lethargy, poor appetite, and progressive decline with complications including cytopenias, acute-on-chronic kidney injury, and metabolic acidosis. The renal dysfunction was determined not related or caused by the device or device therapy. The patient had underlying chronic kidney disease, which may have contributed to reduced physiological reserve, but the primary issue was chronic, refractory lvad-associated mycobacterium abscessus infection with persistent bacteremia. Despite prolonged multidrug therapy, there was failure of source control and progressive deterioration. The demise was therefore most consistent with complications of uncontrolled disseminated infection, with chronic kidney disease (ckd) as a contributing comorbidity rather than the main cause.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away. The cause of death was mycobacterial infection of chronic renal failure. Whether the outcome was device or therapy related was not provided by the customer.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. It was reported that the heartmate 3 lvas serial number (B)(6) would not be returning. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including renal failure and death, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.